Event description:
Upon opening the vamp jr, the line from the transducer that connects to the patient was broken off. It was never hooked up to the patient. Upon inspecting the vamp jr product, it appears that the end piece of the tubing disconnected from a glued point. This was found disconnect while in package. This was not a disconnection of a luer lock or piece that caps a luer lock. The piece that was disconnected should not have come apart and must have been a weak spot in the glue.